Event description:
Alcl report case. My illness began sometime in late (B)(6) 2009. I had noticed a mass under and near my right breast. I went to my primary care physician, dr (B)(6). She had me do an MRI and the test came back negative. I began to feel very tired and lazy around (B)(6) of 2009. I have a history of asthma and thought I might be coming down with bronchitis. I went back to her late (B)(6) and she had given me a steroid shot which had helped for awhile. The first week of (B)(6) 2010, I began to have shortness of breath and felt it was more than just my asthma. I also had very bad lower back and stomach pain. I went to see dr. (B)(6) about my symptoms on (B)(6) 2010. He had done a chest x-ray and determined I had pneumonia showing fluid in my left lung. He put me on antibiotics, took me off of work and gave me a follow up appointment. I really never felt better so went back about 1 week later and he noticed the fluid had gotten worse. He contacted a pulmonary specialist at (B)(6) hospital in (B)(6). Dr (B)(6). I had the fluid removed and felt much better for a couple of weeks. My white blood counts were very high 11,000 to 22,000 during this time. The fluid came back in early (B)(6) and I was seen at (B)(6) emergency room again to have the fluid removed and to be admitted. They ran multiple tests, CT scans, mris, and took biopsies of my lungs and stomach. I had a chest tube put in for 7 to 10 days to drain the fluid. I spent about 12 to 14 days here. I was released to do in-home antibiotics by pic line and felt better but very weak. I also continued to have very bad back pain. All tests done in the hospital came back negative. I saw a doctor in (B)(6) dr (B)(6). He was able to relieve some pain by doing pain shots in my back, assuming it was in the spinal area. This was not working anymore and as of late (B)(6), I was still off work due to pain and swelling of my stomach. Not sure why this was occurring I went back to dr. (B)(6) and she suggested I do an MRI on my back area. It was suggested that I see my employee's executive physical doctor at (B)(6) to review some medical records from (B)(6) relating to an ultra sound I had done. This is when I saw dr. (B)(6). I saw him around the end of (B)(6) which he reviewed the medical records and thought there might be a foreign object left in my stomach area from a prior surgery. This surgery was when I had my implants put in and lipo suction done in 1996. He then referred me to a plastic surgeon in (B)(6) named dr (B)(6). I saw him that same afternoon and he had agreed with dr (B)(6) about seeing a foreign object in my lower stomach area and wanted to do surgery to remove this the following day. I was in so much pain I was open to anything. He scheduled me at (B)(6) medical center the following day, (B)(6), 2010., (B)(6). While there I did another CT scan and they noticed a swollen lymph node under my left armpit. I was scheduled again with dr (B)(6) and dr (B)(6) to remove both my breast implants and the lymph node. (B)(6) referred me to dr (B)(6) whom did my first treatment at cedars, this included chemotherapy, radiation and chemo shots in my spine. Dr (B)(6). Dr (B)(6) then referred me to another oncology doctor closer to home by the name of dr (B)(6). She finished up my chemo treatments and also referred me to the (B)(6) relating to the possibility of a bone marrow transplant. I am currently seeing and undergoing a bone marrow transplant with: dr (B)(6). My breast implants were put in around (B)(6) 1996 with dr (B)(6). I have reached out to dr (B)(6) regarding the details related to my implants and have yet to hear from him. (B)(6) plastic surgery center (B)(6). The name was silimed now sientra.